Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2011 during an esophagogastroduodenoscopy procedure.according to the complainant, the clip grabbed the patient's tissue, however it would not deploy from the catheter. Eventually the physician was able to disconnect the clip from the catheter, but the clip also fell off of the patient's tissue. The clip was left to pass naturally and the physician completed the procedure with another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient's condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.